Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-57- user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system. Test strip (B)(4). Note: manufacturer contacted customer on 1/15/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 181, 196, 237 and 270 mg/dl. The customer's expected fasting blood glucose test result range is 110 - 115 mg/dl. Customer had used his wife's trueresult meter and obtained lower result; actual meter to meter comparison results were not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 136 mg/dl and 114 mg/dl using truemetrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date at time of call is two weeks. The meter memory was reviewed for previous test result history: (B)(6). Customer run a blood test and got a results of over 200 mg/dl, customer then run a blood test and got another high blood results. Customer use his wife true results meter and got a result much lower.